Event description:
It was reported that floating particles were observed in a small volume intermate after filling it with unfiltered sodium chloride before patient use. The customer also stated that they have filtered drug solution with particulate filters and visually examined carefully before filling the intermate. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.